Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the surgeon has had a case whereby femoral condyles have fractured during trialing. These have occurred in the smaller sized triathlon ps implants, sizes 2 and 3. Cannulated screws were used to fix the fracture before cementing the implant.